Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that the patient had a revision in (B)(6) 2015. The patient was indicated for spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient didn't have the coverage she wanted. The physician did a lead revision to add a new lead. There was no product issue; the lead was just added for additional coverage. The issue was resolved at the time of the report.